Event description:
It was reported to boston scientific corporation that endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advance stage of parkinson's disease. The procedure date is unknown. According to the complainant, the j-tube was found to be blocked/occluded on (B)(6) 2012. On (B)(6) 2013 a new endovive two-port through the peg jejunal feeding tube (j-tube) was placed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) occlusion within the j-tube. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.